Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and no significant event leading to button error was observed. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had intermittent esc and act buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.